Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the patient had cardiac tamponade a week after implant of the right atrial (ra) lead and a drainage was performed. The patient felt the need to cough in certain positions. Additionally the lead had high thresholds, no capture and pacing failure. The lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.